Manufacturer narrative:
The investigation for the positioning issue and the thrombus has been completed. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. As the necessary information was not provided, the root cause of the thrombus was not determined. H.6 code 4628 was inadvertently omitted from initial manufacturer device report number 1220648-2024-18145 and was added.

Event description:
The complainant had an impella cp placed in a patient with a history of transplant. The team placed the impella cp for cardiogenic shock and possible transplant rejection. The pump was placed but the team observed the pump to be malpositioned and planned to adjust the pump as it was seen interacting with mitral valve and preventing atrioventricular closure, leading to aortic insufficiency and left ventricle distention. The pump came out of position during repositioning and the team made the decision to explant the pump and transition to comfort care. The team additionally observed a massive left ventricular thrombus. The patient's outcome at time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."